Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made and no response to date. If further details or the device are received at a later date a supplemental medwatch will be sent. Please clarify: how many patient events and details surrounding each for complaint reporting, or if no additional information is available. And what complaints do the 2 patient photos correspond with and/or is it of the same patient? Photo of reaction? Name of surgery? Date of surgery? Date of reaction? Was there any other treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an orthopedic procedure on an unknown date and topical skin adhesive was used. The patient had a skin reaction / irritation which occurred about two weeks after application. After reaction, adhesive was removed. Systemic rash appeared on lower extremities, not upper. The patient was prescribed steroid. Additional information has been requested.